Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions by technical support and chose to call back when ready to perform reset and to follow up if issue persisted.